Event description:
The pt has a history of stage iiia lung cancer in the right lower lobe and underwent chemotherapy and radiation therapy prior to admission. They had the onset of pulmonary infiltrates and shortness of breath for which they were admitted. During admission it was thought pt likely had radiation pneumonitis, however, pneumonia could not be entirely excluded. The pt received levofloxacin for pneumonia as well as corticosteroids for presumed radiation pneumonitis. In addition, the pt also had esophagitis and difficulty swallowing on admission. This improved with the steroids, peridex, orarinse and carafate. The pt required supplemental oxygen during the entire hosp stay; however, had oxygen saturations in the low 90s and supplemental oxygen on the day of discharge. Pt was discharged with home oxygen therapy. The pt stated they had significant improvement during their hospitalization in terms of their decreased shortness of breath as well as improved ability to swallow.